Manufacturer narrative:
D9: a portion of the percutaneous lead was returned for evaluation. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported low speed or pump stop events captured in the submitted log file. Analysis of the submitted log files also confirmed low flow alarms; however, a specific cause for the events could not be conclusively determined through this evaluation. The submitted log files collectively contained events and data from (B)(6) 2025. Low speed and pump stop events were captured on (B)(6) 2025 while the patient was connected to the mobile power unit and power module. Low flow hazard events were captured on (B)(6) 2025. No other notable events associated with the pump were captured. A distal-end driveline replacement was performed on (B)(6) 2025 and approximately 19.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced portion of the driveline was tested for electrical continuity, in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The driveline layers were carefully removed to evaluate the underlying wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for insulation resistance testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The submitted log files and additional information provided by the account confirmed that the alarms returned following the driveline replacement. The patient was placed on an ungrounded patient cable and remains ongoing on left ventricular assist system support. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) and hmii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 liters per minute (lpm)). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was concern for short to shield. X-ray images were unremarkable. Log files captured low speed and pump stop events while using the mobile power unit (mpu). This appeared to be a short to shield condition. There was another pump stop after the repair. Additional log files captured a pump stop event during the repair when switching the percutaneous lead over and an additional pump stop was noted post driveline repair while on the power module on (B)(6)2025 at 11:31. This event occurred on a grounded patient cable. The patient was put on ungrounded cable. The system controller was exchanged, and flows went from 4 to 3 on the new system controller. It was further reported that the patient was having low flow alarms with a flow of 6, watts of 5.7 on (B)(6)2025. Lactate dehydrogenase had been stable. The patient experienced lightheadedness and nausea during these events. Additional log files showed several low flow events recorded on (B)(6)2025 and during the early morning hours of (B)(6)2025. The patient was sent home with power module and ungrounded cable; they had not experienced any alarms since. The cause of low flows was suspected to be due to the old system controllers, which were exchanged.